Event description:
"Pt experienced syncope. At ER, no ventricular output noted with over sensing. Lead replaced (not explanted) on 2/18/97. Pt ok."

Manufacturer narrative:
Oversensing is a recognized adverse effect associated with the device or its use as stated in the labeling and/or reported in the medical literature.